Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. However, this patient was not approved for this procedure. Multiple follow up attempts with the healthcare provider have been unsuccessful to obtain additional information regarding the type of intervention planned for the reported failing bioprosthesis. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe aortic stenosis, and considered for a transcatheter valve implant inside the failing one. The patient was not approved for the transcatheter trial due to " high risk of lm occlusion due to low take off of the coronaries." Despite multiple follow up attempts with the healthcare provider, no further information received regarding the type of planned intervention, if any.